Event description:
In 2004, the pt reportedly experienced a sound quality problem. The surgery recommended electrode array repositioning surgery. In 07/2004, the company was notified that during surgery, the surgeon decided to explant the pt's cii device. The pt was reimplanted with another advanced bionics cochlear implant.